Manufacturer narrative:
The product design engineer has advised that the backrest is mounted incorrectly, which is likely the cause of the reported failure.

Event description:
Reporter advised sister was sitting in chair and back frame broke. Reporter advised that this has caused muscle strains due to whip lash injury. Reporter advised did not seek medical attention. Reporter advised thinks two recline cylinders are warped due to stress. Reporter advised can hear popping every time sister reclines or tilts chair. Reporter advised sister is not currently using chair and using old chair at this time. Reporter advised could not provide any further information.

Manufacturer narrative:
Photographs received on (B)(4) 2016. Complaint verified through photographic documentation. Back fame broken.

Event description:
Reporter advised sister was sitting in chair and back frame broke. Reporter advised that this has caused muscle strains due to whip lash injury. Reporter advised did not seek medical attention. Reporter advised thinks two recline cylinders are warped due to stress. Reporter advised can hear popping every time sister reclines or tilts chair. Reporter advised sister is not currently using chair and using old chair at this time. Reporter advised could not provide any further information.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter advised sister was sitting in chair and back frame broke. Reporter advised that this has caused muscle strains due to whip lash injury. Reporter advised did not seek medical attention. Reporter advised thinks two recline cylinders are warped due to stress. Reporter advised can hear popping every time sister reclines or tilts chair. Reporter advised sister is not currently using chair and using old chair at this time. Reporter advised could not provide any further information.

Manufacturer narrative:
Additional/updated information was added to reflect the power chair being returned to the manufacturer for evaluation. The result of the evaluation was that the back frame, center frame, seat rails, and arm socket were broken, and the back pan was bent, which confirmed the original complaint issue.

Event description:
Reporter advised sister was sitting in chair and back frame broke. Reporter advised that this has caused muscle strains due to whip lash injury. Reporter advised did not seek medical attention. Reporter advised thinks two recline cylinders are warped due to stress. Reporter advised can hear popping every time sister reclines or tilts chair. Reporter advised sister is not currently using chair and using old chair at this time. Reporter advised could not provide any further information.